Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon was overinflated and started leaking and was removed from the patient. This caused a perforation in the duct which was treated by placing a plastic stent. Due to the perforation, the patient was admitted to the hospital. The customer reported that the 15 mm balloon chosen was too large for the 3 to 4 mm duct. The patient was discharged from the hospital on (B)(6) 2024, and their current condition was reported to be stable.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Block h6: imdrf device code a1406 captures the reportable event of balloon overinflation. Imdrf patient code e2114 is being used to capture the reportable event of perforation. Imdrf impact code f08 is being used to capture the reportable event of hospitalization. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (plastic stent).